Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: the patient presented this morning with pain etc approximately five years post a summit pinnacle metal on metal articulation. The patient has typical symptoms of metal sensitivity. She has lethargy, elevated blood chromium levels, an ultrasound positive with pseudo tumour. The surgeon is quite experienced in identifying these issues as he has a significant number of asr patients. I will be attending an asr revision with him tomorrow and he asked for I could make an enquiry regarding the status of pinnacle metal issues. The patient requested that he seek clarification. Revision is scheduled for the (B)(6) 2011. (B)(6) have already confirmed in email of 9 dec 2014 that no further information is available, they have supplied the codes and lot numbers. DHR required as tga chasing - could this be done as soon as possible as a priority.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.